Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving hydromorphone (0.3 mg/ml, 0.09 mg/day), clonidine (400 mcg/ml, 105 mcg/day) and bupivacaine (20 mg/ml, 5.3 mg/day) via an implantable pump for non-malignant pain. The hcp reported that the patient had a refill and was overdosed after a bridge bolus was programmed. The hcp stated that the hydromorphone was the primary drug running at 0.4 mg/ml @ 0.08262 mg/day. At the refill, the hydromorphone concentration was changed to 0.3 mg/day and bupivacaine (20 mg/ml) was set to the primary drug. Fifteen minutes after the refill and update, the patient began feeling "floating and dizzy." The pump was programmed to minimum rate mode. The hcp would like to turn the pump back to simple continuous with no bridge bolus. It was determined that this would result in the patient getting 0.106 mg/day and not the 0.09 mg/day of hydromorphone. The hcp was "okay with this". The pump was reprogrammed per request of hcp.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.